Manufacturer narrative:
The patient sample was submitted for investigation. A specific root cause was not identified. The sample was tested on an cobas e 411 immunoassay analyzer with 2 reagent lots of troponin I stat (231115 and 277142). The customer's troponin I stat results were reproduced. The results from both lots were over 0.3 ng/ml. The troponin I stat results from lot 277142 were, however, lower than the results from lot 231115.

Manufacturer narrative:
Further investigation of the patient sample confirmed the presence of high molecular weight interferent comparable to igm. The interferent is most likely a human anti-mouse antibody (hama). This interferent is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained the results for 1 patient tested for elecsys troponin I stat immunoassay (troponin I stat) on a cobas e 411 immunoassay analyzer were high (> 0.3 ug/l) and did not match her clinical picture. The customer has an upper reference limit set at 0.30 ng/ml and the patient results were above this. The patient has high blood pressure and clinicians began treatment for that and then they began to follow the patient¿s condition. After the high troponin I stat results, the clinicians decided to perform further diagnostic testing and performed an angioplasty. Afterwards, the clinicians did not identify any meaningful information and decided the patient was not at risk for acute myocardial infarction. There was no allegation that an adverse event occurred. On (B)(6) 2017 the troponin I stat result from the e411 analyzer was 1.74 ug/l. The troponin t hs result from a cobas 6000 e 601 module used in an external laboratory was 23 ng/l. On (B)(6) 2017 a new sample was obtained at 3:48 a.m. And the troponin I stat result from the e411 analyzer was 1.94 ug/l. On (B)(6) 2017 a new sample was obtained at 9:24 a.m. And the troponin I stat result from the e411 analyzer was 1.94 ug/l. On (B)(6) 2017 a new sample was obtained and the troponin I stat result from the e411 analyzer was 1.81 ug/l. The customer is questioning these high troponin I stat results for the patient as they have no explanation for the higher results. The e411 analyzer serial number was (B)(4). The investigation stated that since the troponin t hs result was also positive, the troponin I stat results may be correct. The investigation is ongoing.